Event description:
The reported description notes that the monitor did not display anything on the monitor's display screen at the time of a pt event (cardiac arrest). The pt expired.

Manufacturer narrative:
(B)(4). The reported description notes that the monitor did not display anything on the monitor's display screen at the time of a pt event (cardiac arrest). The pt expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.